Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. A review the user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that they felt that they had peritonitis. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed this patient presented to the outpatient clinic on (B)(6) 2020 with complaints of fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2020 presented streptococcus salivarius and a white blood cell (wbc) count revealed increased wbc¿s (exact count unavailable). The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler. The pdrn reported this outpatient clinic had a shortage of single-use masks and have advised patients to change new masks once a week at most. The patient was reported as changing to a new mask every other week, thereby reducing infection prevention and promoting oral to touch contamination. The patient was not hospitalized and prescribed intraperitoneal vancomycin at 2000mg every four days for 3 weeks. The patient is recovering from this event and continues with ccpd therapy on the same liberty select cycler without further incident. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of fever and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of contamination due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler, evidenced by the pdrn¿s report of the patient¿s usage of a single-use mask for two weeks in the home setting. This assessment is further supported by the presence of a gram-positive bacteria, that is a known contributor to pd-related peritonitis by cause of oral to touch contamination. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.